Event description:
It was reported that the device was displaying the charge pak, low power and service wrench icons. It was also reported that the device would not power on. The reported problem was found during routine device inspection/testing. There was no pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.